Manufacturer narrative:
Date of event: exact date unknown, event date occurred a while ago. Explant date: explanted a while ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: (B)(4), model: sc-8120-50, serial: (B)(4), batch: 255770a.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. All device components will not be returned. No further information has been obtained despite good faith efforts.